Manufacturer narrative:
Zoll has not yet received the zoll console for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During system set-up, the thermogard console (sn (B)(4)) displayed a mid:09 (air trap assembly) error message. The user was unable to clear the error message. No patient involvement.

Manufacturer narrative:
The customer reported issue was confirmed during the archive data review of the autopulse platform (sn (B) (4) (refer MFR 3010617000-2019-00212). There were no device deficiencies found during the evaluation of the battery (sn (B)(4), which could have caused or contributed to the reported event. Upon visual inspection, no physical damage was observed and four green lights were lit on incoming inspection. The battery passed charging in a known good autopulse multi-chemistry charger. Four green lights were lit on the battery after the charging attempt. Archive data review showed no significant discrepancies.

Event description:
Please see the following related MFR report: MFR # (B)(4) for the autopulse platform. MFR # (B)(4) for the 2nd autopulse li-ion battery.